Event description:
Physician was performing a laparoscopic hiatal hernia repair and using sonicision ultrasonic. Attempted to use this device but could not get a connection with the batteries, changes batteries several times. No patient harm noted.